Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the since getting the replacement pump, the alert on high was not working. Customer stated sound and alerts were working before. Customer can see his trend on the sensor but it was not alerting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Device was connected to a test transmitter or sensor and monitored without any connection interruptions. A high test blood glucose was entered to test the alert before high and on high and audibly alerted. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Device received with pillowing keypad overlay. (B)(4).